Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 400 mg/dl range from her dario meter compared to bg readings of approximately 110 mg/dl from both her cgm and her non-dario meter. The user also stated that her friend, who is not diabetic, tested her bg level on the user's dario meter and she also received a bg reading of over 400 mg/dl.